Manufacturer narrative:
The device evaluation found: a foreign object came out of the nozzle. Based on the results of the investigation, olympus confirmed foreign material in the nozzle, but the type of material could not be identified. A definitive root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had a foreign object come out of the nozzle. There were no reports of patient involvement.